Event description:
It was reported that the urine got stuck in the tubing and would not enter into the drain bag. Patient also said that they prefer catheters that has more adhesive. The item sent male external catheter spirit style one came off and did not stay on.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "wrong tubing dimensions". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.